Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pacing impedance measurements with high pacing thresholds. Technical services (ts) provided reprogramming options. This lv lead remains in service. No adverse patient effects were reported.